Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma - late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: voluntary recall and seroma.

Event description:
Healthcare professional reported left side "replacement to smooth round implants because of the recall of textured implants", a "small amount of physiologic peri-implant fluid" and "soreness in upper central left breast." Device has been explanted.